Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 466 mg/dl. Customer's current blood glucose level is 501 mg/dl. Customer reported treating the elevated blood glucose level with their insulin pump. Customer was able to troubleshoot. Customer disconnected at the quick release and attempted to perform a fixed prime. Customer reported that insulin did exit the infusion set tubing and the pump did not continue to alarm insulin flow blocked. The infusion set cannula was not bent upon removal. The infusion set is expected to be returned.